Event description:
In 10/2002, olympus issued a field corrective action notification that there is a potential for binding of the maj-891 forceps/irrigation plug to the irrigation channel port on cystoscopes models: cyf-4/4a and cyf-4240/240a. The plug can bind to the instrument channel port, requiring user to apply force to remove plug from instrument channel port. This force can weaken instrument channel, potentially resulting in loosening of the instrument channel from cystoscope's control body. Fluid damage can occur if user attempts to reprcoess cystoscope with a loosened instrument channel. Olympus is performing an inspection and if required, a repair to the loosened instrument channel port free of charge. Hosp returned cystoscopes for repair.